Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range pacing and shock impedance measurements on the right ventricular (rv) lead. Of note, the patient recently underwent a ventricular tachycardia (vt) ablation after which a full device check was performed (all lead integrity checks were fine, and tachy therapies were reenabled post-ablation). Technical services was consulted and provided troubleshooting options for lead evaluation. However, it was also mentioned that the health care professional (hcp) should be contacted to rule out potential electromagnetic interference (emi) while the patient was hospitalized for their ablation procedure. The patient was brought back to the hospital for in-house interrogation which confirmed normal lead impedance measurements. The hcp confirmed that there was radiofrequency (rf) interference during the vt ablation procedure, which coincided with the high impedance measurements. No adverse patient effects were reported, and this ICD remains in service.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range pacing and shock impedance measurements on the right ventricular (rv) lead. Of note, the patient recently underwent a ventricular tachycardia (vt) ablation after which a full device check was performed (all lead integrity checks were fine, and tachy therapies were reenabled post-ablation). Technical services was consulted and provided troubleshooting options for lead evaluation. However, it was also mentioned that the health care professional (hcp) should be contacted to rule out potential electromagnetic interference (emi) while the patient was hospitalized for their ablation procedure. The patient was brought back to the hospital for in-house interrogation which confirmed normal lead impedance measurements. The hcp confirmed that there was radiofrequency (rf) interference during the vt ablation procedure, which coincided with the high impedance measurements. No adverse patient effects were reported, and this ICD remains in service.